Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular lead had high thresholds and was inactivated. The right ventricular lead had high thresholds and was capped. The system was replaced with a leadless implantable pulse generator (ipg). The first leadless ipg was attempted but the delivery system had a broken deflection mechanism. The ipg was removed and a second leadless ipg was then attempted, however, the delivery system kinked in the right atrium while trying to cross the tricuspid valve. The second ipg was removed and a third leadless ipg was implanted. No patient complications have been reported as a result of this event.